Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance values. The patient took a pair scissors to purposely cut through the skin and sever the ra lead. The lead was programmed off. The patient developed an infection as a result of the incision necessitating that the implantable pulse generator (ipg) system be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted the pacing system was replaced.